Manufacturer narrative:
No patient information provided to date after calls to customer on (B)(6) 2022 and on (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced. There was no patient injury.